Manufacturer narrative:
Due to characterization limit e1: event site name: (B)(6). The device has not been returned to the manufacturer so we are unable to complete an evaluation. If provided we will send a supplemental report with our additional findings. Complaint record ID: (B)(4).

Event description:
It was reported by the customer that the intra-aortic balloon (iab) membrane was difficult to pass through the sheath hub, and the catheter broke when pushed too hard. There was no patient harm or injury reported.

Event description:
N/a.

Manufacturer narrative:
Updated fields b4 d9 device available for evaluation and date return to manufacture g3 g6 h2 h3 h6 type of investigation investigation findings investigation conclusions h11 based on the event description when inserting the trp4046 in the cardiac catheterization room the balloon membrane was difficult to pass through the sheath hub and the catheter broke when pushed too hard therefore another trp4046 was inserted and iabp therapy was initiated the product was returned with the membrane completely unfolded and blood was observed on the exterior of the iab the sheath was not returned for evaluation one kink was observed on the catheter tubing approximately 767cm from the iab tip the inner lumen was found to be occluded the occlusion was unable to be cleared no visual damage was observed on the device a laboratory sheath insertion test was unable to be performed due to the membrane being unfurled a laboratory guidewire was used for an insertion test and successfully passed through the inner lumen and no restriction was felt the catheter tubing outer dimensions were measured and they met the specification for a transray plus 75fr device the reported failure of difficult unable to advance iab through sheath and damaged iab broken is unable to be confirmed by the evaluation a lot history record review was completed for the reported product no nonconformances were found that are considered to be related to the event the failure mode is addressed in the risk file and is operating within its risk profile the IFU addresses the reported failure there were no ncmrs identified which could cause or contribute to the reported failure the investigation does not indicate that the device was inadvertently released as nonconforming or an adulterated product or was a counterfeit the complaint history review did not identify an adverse trend increase in number of complaints over past three months based on the rationale provided above no escalation to the CAPA process is required.

Manufacturer narrative:
Updated fields: b4, g3, g6, h2, h11. Corrected fields: e3, h6 (medical device problem code).

Event description:
N/a.

Event description:
N/a.

Manufacturer narrative:
Updated fields b4, g3, g6, h1, h2, h6 (type of investigation, investigation findings, component codes, investigation conclusions), h11. Based on the event description, when inserting the trp4046 in the cardiac catheterization room, the balloon membrane was difficult to pass through the sheath hub, and the catheter broke when pushed too hard. Therefore, another trp4046 was inserted and iabp therapy was initiated. The product was returned with the membrane completely unfolded and blood was observed on the exterior of the iab. The sheath was not returned for evaluation. One kink was observed on the catheter tubing approximately 76.7cm from the iab tip. The inner lumen was found to be occluded. The occlusion was unable to be cleared. No visual damage was observed on the device. A laboratory sheath insertion test was unable to be performed due to the membrane being unfurled. A laboratory guidewire was used for an insertion test and was not able to pass through the inner lumen due to the occlusion. The catheter tubing outer dimensions were measured and they met the specification for a transray plus 7.5fr device. The reported failure of difficult / unable to advance iab through sheath & damaged iab(broken) is unable to be confirmed by the evaluation. A lot history record review was completed for the reported product. No nonconformances were found that are considered to be related to the event. The failure mode is addressed in the risk file and is operating within its risk profile. The IFU addresses the reported failure. There were no ncmrs identified which could cause or contribute to the reported failure. The investigation does not indicate that the device was inadvertently released as non conforming or an adulterated product or was a counterfeit. The complaint history review did not identify an adverse trend (increase in number of complaints over past three (3) months). Based on the rational provided above, no escalation to the CAPA process is required. The reported failure of difficult / unable to advance iab through sheath & damaged iab(broken) is unable to be confirmed by the evaluation.